Event description:
Customer reported a blood leak occurred at the drive tube, when the single needle mode treatment had reached 1103 ml whole blood processed. The treatment was aborted and the blood in the kit was not returned to the patient. Customer stated the drive tube was not severed, the drive tube bearings had remained in the bearing retainers, and the leak sensor strip was not damaged. Customer requested assistance with estimated blood loss; css assisted customer using technical bulletin clx# 08 to estimate a blood loss of about 251 to 301 ml. Customer stated he had already cleaned the centrifuge and he does not wish to request field service at this time. The customer sent photos and returned the kit for investigation.

Manufacturer narrative:
Based on the review of the smartcard data, prime was completed successfully. Several return pressure alarms and a leak centrifuge alarm were seen. Blood collection was started, 1103ml of whole blood was processed and the treatment was aborted. The manufacturer examined the returned kit and confirmed the tear around the drive tube. The lower bearing stop was able to be moved axially along the drive tube. This indicates that the lower bearing stop had delaminated. This allowed the drive tube to rub against the lower drive tube clamp, damaging the drive tube and causing a leak. Therakos and the manufacturer have initiated corrective actions to address potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d307 was performed and there were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trends were identified. A corrective and preventive action was initiated for drive tube leaks/breaks. This assessment is based on the information available at the time of the investigation. The kit and phots were returned for analysis; a supplemental report will be filed when this analysis is complete. (B)(4).